Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter ruptured during insertion. The following information was provided by the initial reporter, translated from spanish to english: patient with hard venous access suffered multiple punctures because the device, at the moment of introducing it, needle is not sharp enough, and the catheter ruptures.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter ruptured during insertion. The following information was provided by the initial reporter, translated from spanish to english: patient with hard venous access suffered multiple punctures because the device, at the moment of introducing it, needle is not sharp enough, and the catheter ruptures.